Event description:
It was reported that post paced t wave oversensing was observed via review of merlin transmissions. The patient was reported to be asymptomatic. Programming changes were discussed. No further information is available at this time.